Event description:
It was reported that an alarm labeled as "alarm 20" occurred on the customer's insulin pump during a pumping session. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with loading a new cartridge but the alarm recurred, so a replacement pump was arranged. The customer planned to use multiple daily injections (mdi) as a backup therapy. The customer was advised on how to put the faulty pump into storage mode and to return it using a prepaid label within 10 days.